Event description:
A malfunction alarm was reported by the customer, who mentioned a specific error code without further detail. Blood glucose level was recorded at 100 mg/dl, showing no adverse impact from the event. The customer intended to return the pump for evaluation, but the pump was not under warranty and had not been returned, leading to the closure of the case.